Event description:
It was reported by service report that the brakes were broken and the brake/steer rod could get into caster wheel area interfering with stretcher movement. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: brake/steer rod, shaft support.